Event description:
The pt ((B)(6)) is part of a pain study. It was reported one of the pt's leads was not providing consistent stimulation. Surgical intervention was undertaken to address this issue, and it was discovered the lead in question was broken. The lead was replaced. No further details are available.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.